Event description:
During review of the event history log, a colleague infusion pump was found to have experienced a 703 failure code, which interrupted delivery. There was no report of patient involvement, injury, or medical intervention related to the event. No additional information is available. (The user interface module software version is 6.63.92)

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during review of the event history log review. The cause was not identified; however, the user interface module (uim) printed circuit board (pcb) was replaced as a precaution. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow-up medwatch will be submitted.